Manufacturer narrative:
Full established name due to characters limit: (B)(6) clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video scope cable image disappeared when the scope cable was shaken. The issue occurred during a diagnostic colonoscopy. The procedure was completed using the same device. There were no reports of patient harm.